Event description:
It was reported that the xenon light source had displayed an e200 error code on the unit and the front panel had been blinking. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the issue of the front panel blinking. They advised the customer to exercise the black tap on the socket and ensure it moves freely, which it did. The customer powered on the unit, and the flashing panel started again. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.